Manufacturer narrative:
Concomitant products: carefusion smartsite 2000e needleless connector. PMA/510(k) #: pre-amendment, (B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual/functional inspection of the returned device was conducted during the investigation. The reported device was returned for evaluation. There were no major kinks noted on the catheter nor damage to the catheter/suture wing or hubs. The catheter was curved indicating use. Visual inspection identified a 7mm crack on the blue hub which leaked immediately during a leak test. All diameters and tubing lengths were within specification and the lumen of the device was not occluded. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows zero nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of the investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a triple lumen polyurethane central venous catheter was placed intra-operatively during a right internal jugular arterial switch procedure on (B)(6) 2018. On (B)(6) 2018, a crack was identified on the catheter. The patient was receiving IV medications and continuous fluids. As reported, the patient required another central line to be placed with a new puncture site, however, did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [mw5080167.pdf]

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case. The investigation reported on 21aug2018 remains unchanged.